Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device experienced 2 inappropriate shocks, due to noise and oversensing the day after implant. The patient remained hospitalized because they have noticed unstable baseline signal and they suspected air entrapped. Subsequently, tachycardia therapy was programmed off. A technical service consultant was requested to review device storage data, and x-ray imaging. At this time ts has not reviewed this case. The device remains in service and tachycardia therapy remains off. No additional adverse patient effects were reported. The patient was discharged home and will return for a follow up appointment in the near future.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.